Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room with muscle stimulation. The device was interrogated and was found to be in back up vvi mode. A device download was performed restoring the device to normal function. The muscle stimulation was resolved with the download.